Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the drive support cap was flush. Customer was able to clear alarm successfully and unable to rewind insulin pump. Customer did not report motor position encoder error. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind, basic occlusion test, prime/a33 test and displacement test. Device received with stuck motor error alarm loop during bolus delivery. Unable to perform the occlusion test and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor support disc was inspected and no damage or anomaly noted.